Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, it is likely that the issue was the result of stress due to user handling, chemical/reprocessing and or storage environment. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿1.4 precautions:¿ ¿if cleaning, disinfection, and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety, and durability of this instrument. Confirm that there is no irregularity before use, and use under responsibility of a physician. Do not use if any irregularity is found¿. ¿the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii bronchovideoscope was returned for annual maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the coating of the connecting tube was peeled off. The report is being submitted due to peeled coating found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the indications for switch #1 and #4 were unclear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.